Manufacturer narrative:
This supplemental report is to provide additional information from the olympus ess, to provide a correction to the purchase date mentioned in of the initial report. The ess observed the user facility's reprocessing practices and noted no deviations as the user facility followed the reprocessing steps correctly. Also, the correct purchase date was august 1, 2017.

Manufacturer narrative:
The referenced scope was returned to olympus. An olympus boroscope was used to perform an inspection inside the instrument channel and scratching was found on the channel wall. The channel also has minor kinks and minor dents at distal end of the instrument channel but there was no foreign material was observed. In addition, there was no missing components from the scope noted. A review of the scope¿s instrument history was reviewed. The scope was purchased on (B)(6) 2018 and was last repaired on (B)(6) 2018. The scope was repaired and returned to the user facility. As part our investigation, an ess was dispatched for a reprocessing in-service to observe the user facility's reprocessing practices and to provide training if necessary. To date, the ess's visit has not been finalized. The cause of the reported event could not be confirmed. However, the instruction and reprocessing manual states, ¿the probability of failure of the endoscope and ancillary equipment increases as the number of procedures performed and/or the total operating hours¿ increase. In addition to the inspection before each procedure, the person in charge of medical equipment maintenance in each hospital should inspect the items specified in this manual periodically. An endoscope with an observed irregularity should not be used. All channels of the endoscope, including the instrument channel and the auxiliary water channel, and all accessories used with the endoscope during the patient procedure, such as all valves and the auxiliary water tube must be cleaned and high-level disinfected or sterilized after each patient procedure, even if the channels or accessories were not used during the patient procedure. Insufficient cleaning and disinfection or sterilization of these components may pose an infection control risk to patients and/or operators.¿ in chapter 3, preparation and inspection, before use of the endoscope and procedures the IFU warns to, ¿insert the endotherapy accessory through the biopsy valve. Confirm that the endotherapy accessory extends smoothly from the distal end. Also make sure that no foreign objects come out of the distal end. Also to, ¿confirm that the endotherapy accessory can be withdrawn smoothly from the biopsy valve.¿

Event description:
Olympus was informed that during a procedure, a foreign tissue was discharged from the scope when a snare was inserted in the biopsy channel. No patient injury was reported.